Event description:
A customer reported that tip of the instrument was too smooth and worked incorrectly. The tip slid over the surface of the eye and aspiration was more difficult to perform. The defect was noticed at the beginning of aspiration. The instrument was not replaced and the procedure was completed. There were no consequences for the pt. Additional information has been requested.

Manufacturer narrative:
A sample has been received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to manufacturer's acceptance criteria. Manufacturer performs a 100% final inspection for this product. The root cause will be stated when the sample has been analyzed. (B)(4).